Manufacturer narrative:
The revision reported was likely due to prosthesis wear which may have been due to instability, orientation of the components, patient related conditions, third body wear, incomplete seating of the insert, or any combination of these possibilities. It also appears that the insert disassembled from the tibial tray. Based on the information provided, the sequence of event could not be determined. It is unclear if the disassociation of the insert led to prosthesis wear and/or if the prosthesis wear may have led to the disassociation of the insert. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear. Additional information: d9.

Manufacturer narrative:
The revision reported was likely due to prosthesis wear of the insert and prosthesis wear and fracture of the patella. Prosthesis wear of the tibial insert may have been due to instability, orientation of the components, patient related conditions, third body wear, incomplete seating of the insert, or any combination of these possibilities. It also appears that the insert disassembled from the tibial tray. Based on the information provided, the sequence of events could not be determined. It is unclear if the disassociation of the insert led to prosthesis wear and/or if the prosthesis wear may have led to the disassociation of the insert. Additionally, the insert was packaged in a nonconforming vacuum bag for over five years, which may have contributed to the reported wear. D10: ps cem. Femoral size 4, right (cat# 234-03-04 / serial# (B)(6)). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d10, h6 component code the following sections were corrected: b2, h3, h6 clinical code, problem code, type of investigation, investigation findings, and investigation conclusions

Manufacturer narrative:
Section d10: concomitant products: three peg patella, 35m (cat#: 200-02-35 / serial#: (B)(6). Cemented trapezoid tray 4f/5t (cat#: 204-04-45 / serial#: (B)(6). Ps cem. Femoral size 4, right (cat#: 234-03-04 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial right tka, the 69 y/o male patient had a revision due to massive osteolysis issue due to poly wear. All implants were removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The devices are not available for evaluation as they were discarded at the hospital.